Event description:
During first case the lina loop was used after severing the cervix and the loop was removed. Doctor noticed that wire was exposed. Rep was present. During last case the same thing happened. Doctor told rep he did not want to use the lina loop until they fixed this issue. No patient complication; able to complete both cases without issue. Called into company. Sent back for evaluation.